Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times for the duration of a couple of weeks. The alarms had been getting more frequent and the customer had been having high blood glucose levels of 450 mg/dl, which was treated with manual injections. At the time of the phone call the customer's blood glucose was 376 mg/dl. Troubleshooting was performed. The customer was asked to check their blood glucose again, and it had decreased to 356 mg/dl. The infusion set was removed from the customer's body but the cannula was not bent. Further troubleshooting was performed and everything tested within specification. At this point the customer's blood glucose was 322 mg/dl. In the alarm history there were several no delivery alarms, low reservoir and low battery alerts. The customer stated that they have gastroparesis and that might be the cause of the high blood glucose levels. The customer was advised that the insulin pump should be replaced. Nothing further was reported.